Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The unit was received with a cracked case at the display window corners and end cap. The unit was received with a minor scratched liquid crystal display window and reservoir tube window.

Event description:
It was reported that the insulin pump had a cracks in it. The caller did not know the blood glucose reading. Nothing further reported.